Event description:
During the one-month follow-up, control angiography revealed coronary artery disease. The lesion was direct stented with a 3.0 x 13mm cypher stent and a type a dissection occurred which required the placement of a 3.0 x 18mm cypher stent with satisfying results. The reference vessel diameter was 3.4mm and the lesion length was 12mm. The mid-left anterior descending lesion was smooth, eccentric with little or no calcification and was calcified as a type b2 lesion. Timi flow was grade iii pre and post procedure.